Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the lead was still used, but it was programmed around the affected electrode. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that there were impedances of >40,000 ohms, intra-operatively, when connected to a new ins. The rep said that the po rt 1 lead is >40,000 on electrodes 1 <(>&<)> 7. The rep connected the lead to the 8-15 port and only electrode 15 was over 40,000. The rep reported using port 2 (8-15) and the patient was programmed using first 4 electrodes on lead (8,9,10,11). No symptoms were reported. No further complications were reported/anticipated.